Event description:
Medtronic received information that during use of a nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that there was a leak from the exhaust port on the bottom of the oxygenator. Patient blood loss did not occur because of the leak. An unplanned blood transfusion was not required. The leak originated from the component. The same leak did not appear in multiple packs. Plasma breakthrough did not occur. They administrated 10,000 units of heparin IV bolus at the time of cannulation and no additional medication¿s were added in the circuit. The device was immediately replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.medtronic received additional information that no heater-cooler in use during blood leak, cardioquip was used. The perceived rate of leak was an intermittent steady drip. The device was used immediately prior to the leak. The circuit was primed for approximately two days. The circuit was primed with saline. Update to a. Patient information. Update to d.4. Serial number device evaluation: visual inspection showed evidence of a fiber leak with blood reside in the o2 outlet port. Pressure integrity testing was performed at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the o2 outlet port. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that during use of a nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that there was a leak from the exhaust port on the bottom of the oxygenator. An unplanned blood transfusion was not required. The leak originated from the component. The same leak did not appear in multiple packs. Plasma breakthrough did not occur. They administrated 10 ,000 units of heparin IV bolus at the time of cannulation and no additional medication¿s were added in the circuit. The device was immediately replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that no heater-cooler in use during blood leak, cardioquip was used. The perceived rate of leak was an intermittent steady drip. The device was used immediately prior to the leak. The circuit was primed for approximately two days. The circuit was primed with saline. Medtronic received additional information that there was a blood leak. The amount was minimal due to an immediate oxygenator exchange completed upon noticing the blood leak. Correction d4: unique identifier (UDI) # format updated. Correction h6: patient codes (ime/annex e) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.